Event description:
It was reported that the patient received inappropriate shocks for atrial fibrillation with rapid ventricular response. The rhythm was diagnosed as a vt. The device was reprogrammed and remains impplanted.

Manufacturer narrative:
No medwatch form was received.